Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital. An echocardiogram was performed and revealed that the mr had increased to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed. A fluoroscopy was performed and revealed that the clip had opened to roughly 90 degrees. It was noted the clip remained stable on the leaflets. An additional clip was deployed laterally, reducing mr to a grade 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account, a cause for the reported clip opened while locked resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.